Event description:
It was reported that the right ventricle (rv) lead is sensing atrial activity. Additionally, the patient experience greater than two seconds of pacing inhibition. It was noted that the patients amplitude measured .6-.8mv and the sensitivity was increased to 1 mv and there was no observations of oversensing. The patient was sent home with a holter monitor and the physician thought everything was ok however, there were several episodes in which asystole occurred lasting 7-8 seconds. A chest x-ray was performed and noted the lead is in a perfect position. Impedances measurements were noted to be within range. The patient is dependent on therapy. Technical services discussed programming options or to consider a lead revision. Subsequently, the lead was explanted and replaced successfully. The lead is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricle (rv) lead is sensing atrial activity. Additionally, the patient experience greater than two seconds of pacing inhibition. It was noted that the patients amplitude measured .6-.8mv and the sensitivity was increased to 1 mv and there was no observations of oversensing. The patient was sent home with a holter monitor and the physician thought everything was ok however, there were several episodes in which asystole occurred lasting 7-8 seconds. A chest x-ray was performed and noted the lead is in a perfect position. Impedances measurements were noted to be within range. The patient is dependent on therapy. Technical services discussed programming options or to consider a lead revision. Subsequently, the lead was explanted and replaced successfully. The lead is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with a design issue when the field report indicates the damage occurred during normal use. The reported clinical observations was likely the result of the insulation abrasion observed by the laboratory.